Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported low readings with the freestyle libre sensor, as compared to an adc blood glucose meter. The customer experienced unspecified symptoms, and had contact with a healthcare professional. The customer was treated with unspecified IV. No further information was provided. It is unknown if treatment provided was for hypoglycemia or hyperglycemia. There was no report of death or permanent injury associated with this event.